Manufacturer narrative:
Device power up properly after battery installation. No blank display noted. Device was received with normal operating currents and passed self-test, unexpected restart error test. No unexpected off no power, low battery, battery out limit and failed battery test alarms during testing. Also, device passed rewind test, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test, excessive no delivery test and displacement test. No low reservoir alarm noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address or serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display, failed battery test and experienced low blood glucose level. The customer¿s blood glucose level was 61 mg/dl. Customer declined to troubleshoot for low readings and treated with food. The customer was assisted with troubleshoot for failed battery test and the customer did not receive failed battery test. The insulin pump will be returned for analysis.